Event description:
It was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd/ 31168610) cerebase guide catheter distal access was used for a mechanical thrombectomy procedure. ¿during thrombectomy everything was fine with the cerebase 90cm. After retrieval they wanted to pull out the cerebase and at the end the cerebase kinked within the patient. They were able to remove the complete product but the femoral was a bit hurt. The separate parts of the cerebase were only connected via one small thread.¿ it is unknown if the surgery was delayed due to the reported event, and if the procedure was successfully completed. It is unknown if there were any fragments generated and if the event required an additional medical intervention. Patient status/outcome /consequences are also unknown. No further information was made available at the time of this review. Additional information was received on 10-jan-2024. Summary: per the information provided, the event occurred on 22-dec-2023. There was no evidence of fragments remaining in the patient. Regarding how the procedure was completed, it was said, ¿break oft he cerebase was noticed while completing the procedure. There was contrast extravasation in the xa oft he right femoral due to the leakage of tze cerebase. Two closure devices had be used to ¿seal¿ the whole in the right femoral (proglide + 8f angioseal).¿ the meaning of ¿femoral was a bit hurt¿ was further clarified; ¿during the removal of the broken cerebase the right femoral was lacerated and could only be closed by combination of two closure devices. A bleeding with 300 ml blood loss occurred while closing the femoral access.¿ the event resulted in a 10-minute delay, which was assessed by the treating physician as not clinically significant. The patient was discharged on 29-dec-2023 with an improved nihss score of 2 to 1 and an improved mrs score of 2 to 1. No femoral hematoma was noted. It was also said there was ¿only a little¿ resistance when removing the device ¿due to discontinuity of the cerebase while removing out of the right common femoral artery.¿ the information was received with a photograph and the device will be returned for analysis.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A break in device integrity while in-patient could lead to a directed jet of contrast, with the potential for dissection, perforation, or other vessel damage. There is also the potential to inject air, which could result in ischemia or infarct. In this case, the event description reports the femoral artery ¿was a bit hurt.¿ the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Complaint conclusion: it was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd/ 31168610) cerebase guide catheter distal access was used for a mechanical thrombectomy procedure. ¿during thrombectomy everything was fine with the cerebase 90cm. After retrieval they wanted to pull out the cerebase and at the end the cerebase kinked within the patient. They were able to remove the complete product but the femoral was a bit hurt. The separate parts of the cerebase were only connected via one small thread.¿ it is unknown if the surgery was delayed due to the reported event, and if the procedure was successfully completed. It is unknown if there were any fragments generated and if the event required an additional medical intervention. Patient status/outcome /consequences are also unknown. No further information was made available at the time of this review. Additional information was received on 10-jan-2024. Summary: per the information provided, the event occurred on 22-dec-2023. There was no evidence of fragments remaining in the patient. Regarding how the procedure was completed, it was said, ¿break oft he cerebase was noticed while completing the procedure. There was contrast extravasation in the xa oft he right femoral due tot he leakage of tze cerebase. Two closure devices had be used to ¿seal¿ the hole in the right femoral (proglide + 8f angioseal).¿ the meaning of ¿femoral was a bit hurt¿ was further clarified; ¿during the removal of the broken cerebase the right femoral was lacerated and could only be closed by combination of two closure devices. A bleeding with 300 ml blood loss occured while closing the femoral access.¿ the event resulted in a 10-minute delay, which was assessed by the treating physician as not clinically significant. The patient was discharged on (B)(6) 2023 with an improved nihss score of 2 to 1 and an improved mrs score of 2 to 1. No femoral hematoma was noted. It was also said there was ¿only a little¿ resistance when removing the device ¿due to discontinuity of the cerebase while removing out of the right common femoral artery.¿ the information was received with a photograph and the device will be returned for analysis. A medical imaging review by cerenovus sr. Medical affairs director, dr. (B)(6)(neurointerventionalist), was received on 31-jan-2024. The assessment reads as follows: ¿there is a clear description of the complaint, accompanied by a picture showing the right femoral artery and the cerebase catheter in situ. According to the description the catheter lining broke exposing the braided internal structure, leading to vessel damage upon removal. The cause of the catheter damage is not clear from the image, nor from the description and further analysis is recommended requiring return of the complaint device.¿ this additional information has been reviewed. No changes regarding the reportability determination nor coding were required. The event remains reportable to the usfda. One photo accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. The catheter was received with a fracture of the joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was not stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. The fractured joint exhibits evidence of wires being ripped from polymer topcoat, indicating some degree of melting, and embedding of wires into polymer and adhesion of the ptfe liner. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. Dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches l10 and proximal shaft). Conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system.

Manufacturer narrative:
(B)(4). Section h9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r. One imaging picture was received, and the review was made by an independent physician the results are shown below: ¿there is a clear description of the complaint, accompanied by a picture showing the right fermoral artery and the cerebase catheter in situ. According to the description the catheter lining broke exposing the braided internal structure, leading to vessel damage upon removal. The cause of the catheter damage is not clear from the image, nor from the description and further analysis is recommended requiring return of the complaint device¿. One photo accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed for the finished device 31168610 number, and no non-conformances related to the malfunction were identified. This issue is being addressed through cerenvous quality system. The reported issue was confirmed based on the shaft separation observed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. One photo accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. The reported issue was confirmed based on the shaft separation observed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.